Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the unit came back from repair and states the unit will not run, just shuts down without alarming. He states its as if the timing is off on the unit. He states he will have to unplug the unit, let it sit, then reboot. Then the unit will shut down again without alarming.